Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on start up a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation sensor printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.